Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during explant of this electrode for an unspecified reason, the electrode body was damaged/pulled apart during removal. An attempt was made to obtain additional information, however, no additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the evaluation conclusion code.

Event description:
It was reported that during explant of this electrode for an unspecified reason, the electrode body was damaged/pulled apart during removal. An attempt was made to obtain additional information, however, no additional information is available. No adverse patient effects were reported.